Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. It was unknown if the patient required hospitalization. The patient was treated with reflin (1gm per day, route not reported), injection tobramycin (40gm daily, route not reported) and injection heparin 2500 iu (international unit) (0.4ml per exchange, route not reported) for the event. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the patient¿s fluid was clear. The patient was still on same antibiotics at the time of report. It was reported that the patient had recovered from the event. Should additional relevant information become available, a follow-up report will be submitted.